Event description:
During laparoscopic cholecystectomy, a piece of the hook/tip from reusable instrument broke off. Surgeon determined, they would leave piece of instrument in patient as they felt, it was safer than lengthening the surgery to search for the broken piece.

Manufacturer narrative:
The subject product has been examined under magnification. The returned sample exhibited some scorching, and signs of insulation breakdown which is an indication that the product had been used multiple times. Approximately, a quarter of an inch of the insulation was cut off in order to view the area of the tip shaft where the tip is welded. Weld marks on the shaft were observed which is an indication that the tip had been welded to the shaft. Since the tip itself was not returned, our ability to do an evaluation is limited. Information regarding how many times the instrument has been used, has not been provided.